Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed a single ventricular beat followed by inappropriate pacing on the t-wave, which accelerated the patient's rhythm into ventricular fibrillation (vf). Tachy therapy was delivered and converted the vf. It was also noted that the ICD had delivered inappropriate shocks. Technical services (ts) reviewed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.